Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation (fallopian tube(s))") and abdominal pain lower ("pain/cramping") in a 31-year-old female patient who had essure (batch no. A20064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") and pruritus ("bumpy/itchy patches of skin"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, 2 months 31 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion of essure device / migration of device :uterus"). In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and gastrointestinal inflammation ("inflammation gi tract"). On an unknown date, the patient experienced vulvovaginal pruritus ("itching in and around the vagina that I never had before"), colitis ("inflammation of the colon"), depression ("depression / severe depression"), anger ("severe anger outbursts / unexplained anger issues after placement"), anxiety ("anxiety") and abdominal distension ("bloating"). The patient was treated with surgery (salpingectomy) and surgery (to remove the right essure). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, vaginal haemorrhage, menorrhagia, vulvovaginal pruritus, dysmenorrhoea, fatigue, colitis, gastrointestinal inflammation, depression, anger, anxiety, migraine, headache, nausea, allergy to metals, pruritus, vaginal discharge, weight increased and abdominal distension outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anger, anxiety, colitis, depression, device breakage, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, gastrointestinal inflammation, headache, menorrhagia, migraine, nausea, pruritus, vaginal discharge, vaginal haemorrhage, vulvovaginal pruritus and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new events "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), itching in and around the vagina that I never had before, device breakage, dysmenorrhea (cramping), expulsion of essure device, fatigue, inflammation of the colon, inflammation gi tract, depression, severe anger outbursts, anxiety, migraines, headaches, nausea, nickel allergy, perforation (fallopian tube(s)), bumpy/itchy patches of skin, vaginal discharge, weight gain, bloating" were added. Lot number was added. New reporter were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("there was on the right side essure migrated slightly into the mesosalpinx on that side"), device breakage ("device breakage"), fallopian tube perforation ("perforation (fallopian tube(s))") and abdominal pain lower ("pain/cramping") in a 31-year-old female patient who had essure (batch no. A20064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibromyalgia in 2007, peptic ulcer in 2007, urinary tract infection and cesarean section. Previously administered products included for an unreported indication: wellbutrin in 2009, cymbalta in 2007, lexapro in 2007, prevacid in 2007 and prozac. Concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In november 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") and rash papular ("bumpy/itchy patches of skin"). In december 2012, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, 2 months 31 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In march 2013, the patient experienced weight increased ("weight gain"). In april 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In july 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion of essure device / migration of device :uterus"). In september 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and gastrointestinal inflammation ("inflammation gi tract"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vulvovaginal pruritus ("itching in and around the vagina that I never had before"), colitis ("inflammation of the colon"), depression ("depression / severe depression"), anger ("severe anger outbursts / unexplained anger issues after placement"), anxiety ("anxiety") and abdominal distension ("bloating"). The patient was treated with surgery (laparoscopic bi lateral snipingeectomy with the gyrus and removal of right essure implant), surgery (salpingectomy), surgery (salpingectomy) and surgery (to remove the right essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, fallopian tube perforation, device expulsion, vaginal haemorrhage, menorrhagia, vulvovaginal pruritus, dysmenorrhoea, fatigue, colitis, gastrointestinal inflammation, depression, anger, anxiety, migraine, headache, nausea, allergy to metals, rash papular, vaginal discharge, weight increased and abdominal distension outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anger, anxiety, colitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, gastrointestinal inflammation, headache, menorrhagia, migraine, nausea, rash papular, vaginal discharge, vaginal haemorrhage, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: 2 coils and 5 coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on 24-oct-2014: total bilateral occlusion. X-ray of pelvis and hip - on (B)(6) 2016: x-ray showed coil on left but not on right. "Concerning the injuries reported in this case, the following one/ones was/were reported in patient's medical record : device dislocation " most recent follow-up information incorporated above includes: on 31-oct-2018: event "- there was on the right side essure migrated slightly into the mesosalpinx on that side" , historical condition, reporter added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("there was on the right side essure migrated slightly into the mesosalpinx on that side"), device breakage ("device breakage"), fallopian tube perforation ("perforation (fallopian tube(s))") and abdominal pain lower ("pain/cramping") in a 31-year-old female patient who had essure (batch no. A20064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia in 2007, peptic ulcer in 2007, urinary tract infection and cesarean section. Previously administered products included for an unreported indication: wellbutrin, cymbalta, lexapro, prevacid and prozac. Concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") and rash papular ("bumpy/itchy patches of skin"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 2 months 31 days after insertion of essure. In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion of essure device / migration of device :uterus"). In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and gastrointestinal inflammation ("inflammation gi tract"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vulvovaginal pruritus ("itching in and around the vagina that I never had before"), colitis ("inflammation of the colon"), depression ("depression / severe depression"), anger ("severe anger outbursts / unexplained anger issues after placement"), anxiety ("anxiety") and abdominal distension ("bloating"). The patient was treated with surgery (salpingectomy, laparoscopic bi lateral snipingeectomy with the gyrus and removal of right essure implant and to remove the right essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, fallopian tube perforation, device expulsion, vaginal haemorrhage, menorrhagia, vulvovaginal pruritus, dysmenorrhoea, fatigue, colitis, gastrointestinal inflammation, depression, anger, anxiety, migraine, headache, nausea, allergy to metals, rash papular, vaginal discharge, weight increased and abdominal distension outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anger, anxiety, colitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, gastrointestinal inflammation, headache, menorrhagia, migraine, nausea, rash papular, vaginal discharge, vaginal haemorrhage, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: 2 coils and 5 coils visualized diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. X-ray of pelvis and hip - on (B)(6) 2016: results: x-ray showed coil on left but not on right. "Concerning the injuries reported in this case, the following one/ones was/were reported in patient's medical record : device dislocation " quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation (fallopian tube(s))'), ovarian perforation ('essure is perforating ovary'), embedded device ('embedded in uterine wall'), device dislocation ('there was on the right side essure migrated slightly into the mesosalpinx on that side') and abdominal pain lower ('pain/cramping') in a 31-year-old female patient who had essure (batch no. A20064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia in 2007, peptic ulcer in 2007, urinary tract infection and cesarean section. Previously administered products included for an unreported indication: wellbutrin, cymbalta, lexapro, prevacid and prozac. Concurrent conditions included body mass index normal. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") and rash papular ("bumpy/itchy patches of skin"). In (B)(6)2012, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6)2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 2 months 31 days after insertion of essure. In (B)(6)2013, the patient was found to have weight increased ("weight gain"). In (B)(6)2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion of essure device / migration of device :uterus"). In (B)(6)2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and gastrointestinal inflammation ("inflammation gi tract"). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vulvovaginal pruritus ("itching in and around the vagina that I never had before"), colitis ("inflammation of the colon"), depression ("depression / severe depression"), anger ("severe anger outbursts / unexplained anger issues after placement"), anxiety ("anxiety") and abdominal distension ("bloating"). The patient was treated with surgery (salpingectomy and laparoscopic bi lateral snipingeectomy with the gyrus and removal of right essure implant). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, fallopian tube perforation, ovarian perforation, embedded device, device dislocation, device expulsion, vaginal haemorrhage, menorrhagia, vulvovaginal pruritus, dysmenorrhoea, fatigue, colitis, gastrointestinal inflammation, depression, anger, anxiety, migraine, headache, nausea, allergy to metals, rash papular, vaginal discharge, weight increased and abdominal distension outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anger, anxiety, colitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, gastrointestinal inflammation, headache, menorrhagia, migraine, nausea, ovarian perforation, rash papular, vaginal discharge, vaginal haemorrhage, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: 2 coils and 5 coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6)2014: results: total bilateral occlusion. X-ray of pelvis and hip - on (B)(6)2016: results: x-ray showed coil on left but not on right. "Concerning the injuries reported in this case, the following one/ones was/were reported in patient's medical record : device dislocation " quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: medical records received: events: perforating ovary, embedded in uterine wall were added. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation (fallopian tube(s))'), ovarian perforation ('essure is perforating ovary'), uterine perforation ('essure implant was perforating uterus'), embedded device ('embedded in uterine wall'), device dislocation ('there was on the right side essure migrated slightly into the mesosalpinx on that side') and abdominal pain lower ('pain/cramping') in a 31-year-old female patient who had essure (batch no. A20064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia in 2007, peptic ulcer in 2007, urinary tract infection, cesarean section, pelvic pain and left lower quadrant pain. Previously administered products included for an unreported indication: wellbutrin, cymbalta, lexapro, prevacid and prozac. Concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") and rash papular ("bumpy/itchy patches of skin"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 2 months 31 days after insertion of essure. In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion of essure device / migration of device :uterus"). In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and gastrointestinal inflammation ("inflammation gi tract"). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vulvovaginal pruritus ("itching in and around the vagina that I never had before"), colitis ("inflammation of the colon"), depression ("depression / severe depression"), anger ("severe anger outbursts / unexplained anger issues after placement"), anxiety ("anxiety") and abdominal distension ("bloating"). The patient was treated with surgery (laparoscopic removal of left essure implant., salpingectomy and laparoscopic bi lateral salpingectomy with the gyrus and removal of right essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, ovarian perforation, uterine perforation, embedded device, device dislocation, device expulsion, vaginal haemorrhage, menorrhagia, vulvovaginal pruritus, dysmenorrhoea, fatigue, colitis, gastrointestinal inflammation, depression, anger, anxiety, migraine, headache, nausea, allergy to metals, rash papular, vaginal discharge, weight increased and abdominal distension outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anger, anxiety, colitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, gastrointestinal inflammation, headache, menorrhagia, migraine, nausea, ovarian perforation, rash papular, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: 2 coils and 5 coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. X-ray of pelvis and hip - on (B)(6) 2016: results: x-ray showed coil on left but not on right. "Concerning the injuries reported in this case, the following one/ones was/were reported in patient's medical record : device dislocation ". Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: mr received. Reporter added. Event: essure implant was perforating the uterine wall now added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain/cramping") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the right essure). Right essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.